Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2021 and the absorbable straps were used. It was reported that during surgery, the device was fired and the clips would not stay in place inside the patient. It was also reported that the clips were found and removed. A like device was used to complete the procedure with no patient consequences. There we no adverse patient consequences reported.